Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009 pt reported that several times over the past year and a half he has pieces of tubing that seem to have jagged edges on the luer lock where it connects to the infusion device. He said that 70% of the pieces of tubing have a crack in the side of the luer lock. He stated he can feel the crack and the jagged edge immediately when he removes it from the package. Pt reported he will attach it and use it and then after about an hour he will notice that it is leaking insulin at the luer lock connection and that there is a crack in the luer lock. He said it has happened with several boxes of infusion sets over the past year and a half. He will notice it for a while and then he will have a few boxes that are fine. Pt reported the most recent episode happened on two days a few days ago. He said his blood sugar was up on the 400 - 500 mg/dl range and no matter how much insulin he took he couldn't bring it down and it actually would go up. Pt reported after he couldn't bring his readings down he checked the tubing and noticed that it was cracked and leaking. He said he had to open 2 - 3 more pieces to tubing to find one that was satisfactory and he was then able to bring his readings down within a day. He stated he discarded all infusion sets that were cracked and leaking. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.